Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the child patient experienced infusion set fell off event on (B)(6) 2025. The blood glucose level was high and the patient tried to treat with correction via pump. The infusion set was in use for twelve hours. Skin tac as adhesive aid was used at the insertion area. No further information available.